Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty patient board set. Additionally, a software version update was recommended from version 3.01 to ver. 4.10. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center was not showing any image and there was noise and static. The event was observed during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that a failure in the patient board set led to the malfunction, resulting in issues such as no image and intermittent image (including severe noise or flicker that renders the endoscopic image not visible). Olympus will continue to monitor field performance for this device.